Event description:
The representative reported that the patient had displayed symptoms of withdrawal in 2007, a rotor study was done (date was not provided). The reason for device removal was unknown; a roller stall was suspected. The drugs used in the pump were clonidine and sufentanil. The product was replaced and the patient has recovered without sequela. Additional information has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.